Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device, with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, a suture break occurred. A second proglide device was used; however, when the needles were deployed the artery and vein were punctured. The patient was taken to surgery to repair the artery and vein and close the vessel. There was no reported adverse patient sequela. There was no resistance during advancement or removal of the proglide device. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.